Manufacturer narrative:
H2, h6: a software analysis was initiated. However, the software evaluation found as not a software issue and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , #:version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and cleaned the terminal connectors on the ps1 and worked the potentiometer through a full range of motion. Adjusted the voltage back to the correct voltage and completed a system checkout. System is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ; product ID: bi71000450.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system would not take 2d images. Troubleshooting was performed that tried turning the systems off and on again, but the system would only take one image before stopped. The led indicator on the mobile viewing station (mvs) was not showing any illumination. They were confident on the alignment of the gantry, and wanted to go straight into taking a 3d spin. However, since the system didn't respond, again, they rebooted the system again. The system let them take the 3d spin, but would not include the navtag, so manual registration was required. The site decided to move forward anyways with manual registration. The site said that getting 30 points would not be an issue since the spine was already revealed. Fse assisted them through manual registration so they could continue with the case. Since the root cause of not getting a nav tag spin from the imaging system was not achieved, but technical service ass istance allowed them to continue with the surgery anyways, the call will be marked as resolved on call, however, an fse will need to service the imaging system because of the exposure issues. And tried turning the systems off and on again, but the system would only take one image before stopped. System not available for remote log pulling. It occurred intra operatively. Medtronic navigation and imaging was aborted. The event caused a surgical delay of 1 hour or longer. There was no impact on patient outcome.